Manufacturer narrative:
The device has been returned to the MFR and has been analyzed as follows: examination of the device septum surface revealed missing chunks of the silicone material which suggests that a coring needle may have been used; however, no internal damage was noted. The distal end of the device catheter (approx 1 3/8" from the bayonet lock) which was attached to the device body appeared compressed, irregularly cut with luminal narrowing which is characteristic of "pinch-off sign." One end of the loose segment of catheter also showed the same characteristics and appears to mirror match the segment of catheter attached to the device body indicating that they were attached prior to the device catheter breakage. The unit was patent when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "a leak was noted at the insertion site of the device catheter" has been confirmed. Anatomically induced repetitive clavicular compression appears to have cause the damage found during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings and forwarded an article exclusive to "pinch-off sign" for its review. The MFR is now closing the file on this event.